Event description:
It was reported that the patients ipg was difficult to charge as it could only be charged up to two bars. Re-education and troubleshooting steps were provided, however, it was unsuccessful. The patient underwent an ipg explant procedure. The explanted ipg was not returned.